Event description:
A vns programming nurse reported to our country rep for the united kingdom that their vns pt has had a recent change to their seizures. The pt reports an increase in seizure activity over the last 3 months or so. Reported to be above their previous rate, but not a change in seizure type. The settings are current 1.25ma, magnet current 1.50ma with on time 30 seconds/ off time 5 minutes/signal frequency at 30hz and pulse width at 500 us. Eri/eos - no. Their device is still working after 10 years and 6 months and the pt's voice continues to be husky during stimulation - obvious in clinic (B)(6), 2011. The site is considering battery replacement but no date set at this time.